Manufacturer narrative:
Concomitant medical products: d334trg crtd, implanted: (B)(6) 2011.

Event description:
It was reported that during a procedure to replace the patient's device, insulation damage was noted on the patient's left ventricular (lv) lead. A lead repair kit was utilized to repair the damage and lead impedances measured within normal range. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.